Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5 h11: corrective data: corrected section h6: method and conclusion codes

Event description:
It was reported through implant patient registry that a 31mm 7300tfx mitral valve was explanted after an implant duration of eight (8) days due to thrombosis and thickened leaflets. Per the medical records: the patient underwent mvr, right coronary artery unroofing, left coronary artery patch repair, and was placed on va-ECMO. Because of the ECMO, a clot developed in the left atrium, which was removed a couple of days postop. The patient was doing and was taken to the or for possible ECMO wean. Intraoperative tee showed all 3 leaflets looked very thickened and la pressure was 30. The surgeon decided they had to replace the mitral valve for the patient to have any chance of coming off ECMO. The 31mm 7300tfx was removed, and there was evidence of a large amount of clot on the undersurface of the valve. The explanted valve was replaced with a 29mm 7300tfx mitral valve. The patient was unable to wean off cardiopulmonary bypass due to poor left ventricular function, and was converted to va-ECMO. The patient was transferred to the ICU in critical condition. Per follow-up with the cardiothoracic dept. Nurse, the surgeon indicated that the clot on the valve was due to the ECMO and not edwards device. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI# (B)(4). Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. The explanted device has not been returned for evaluation; therefore, the reported event could not be confirmed through device analysis. The root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors may have caused or contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no manufacturing issues that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through implant patient registry that a 31mm 7300tfx mitral valve was explanted after an implant duration of eight (8) days due to thrombosis and thickened leaflets. Per the medical records: the patient underwent mvr, right coronary artery unroofing, left coronary artery patch repair, and was placed on va-ECMO. Because of the ECMO, a clot developed in the left atrium, which was removed a couple of days postop. The patient was doing and was taken to the or for possible ECMO wean. Intraoperative tee showed all 3 leaflets looked very thickened and la pressure was 30. The surgeon decided they had to replace the mitral valve for the patient to have any chance of coming off ECMO. The 31mm 7300tfx was removed, and there was evidence of a large amount of clot on the undersurface of the valve. The explanted valve was replaced with a 29mm 7300tfx mitral valve. The patient was unable to wean off cardiopulmonary bypass due to poor left ventricular function, and was converted to va-ECMO. The patient was transferred to the ICU in critical condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.